Manufacturer narrative:
Correction information was provided in section b5. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a surgery in the eye (unknown) using two ophthalmic sutures. This report pertains to the first ophthalmic suture involved in this reported event.

Manufacturer narrative:
Additional information is provided in sections h6 and h11. A sample was not received at investigation site for evaluation for the report of wound dehiscence during surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: 2025-18074 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a surgery in the eye (unknown) using an ophthalmic suture. During surgery the patient experienced wound dehiscence. The surgery was completed on the same day. The patient was hospitalized and no treatment was provided. The type of procedure has not been provided. The current condition of the patient was recovered from the reported event. No further follow up will be conducted.